Manufacturer narrative:
The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device the provided 3mensio imagery revealed that tortuosity and calcification were present in the patient's left access vessel. In this case, the complaint of transcatheter heart valve dislodged off balloon was confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests procedural factors (device manipulation) likely contributed to the event as resistance was reported while advancing the delivery system with crimped valve through sheath. In this case, push-pull maneuvers performed to overcome resistance during system advancement can lead to sudden shifts in axial and tensile forces along the delivery system, potentially destabilizing the valve position on the balloon and increasing the risk of valve dislodgement from its intended location. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent a left-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra (s3u) valve in the native aortic position. Although the transfemoral access was calcified and there was a 90 degree bend in the left common iliac artery (lca), the operating team did not feel it was necessary to perform shockwave therapy. During the tavr procedure, there was moderate resistance when inserting the esheath+ into the access site, but the device was able to be fully introduced. The esheath+ was then filled with 10cc propofol for lubrication, and the 26mm commander delivery system (with the loaded s3u valve) was inserted. As there was resistance when the commander entered into the lca, the operating team stopped advancing the system, after which a kink was noted in the esheath+. The anesthesiologist then stated the patient's blood pressure (bp) was dropping. A subsequent angiography with runoff revealed a significant lca perforation. A coda balloon was inserted and the patient's bp became stable. It was noted that the s3u valve was stuck in the lca, but still inside the esheath+. The operating team pulled the commander out and this stripped the crimped valve off the balloon; however, the valve was still in the esheath+. Once the esheath+ was removed, the valve was left on the wire in the lca. A 6mm peripheral balloon was used to balloon the inside of the valve to create flow through the valve. The vascular surgeon then arrived and used a 9mmx79mm viabahn vbx balloon to open the valve, and a covered stent was placed and ballooned inside the s3u valve to repair the lca perforation. The final angiography showed a good result. The patient was stable post procedure and transferred to the intensive care unit. The remaining of the tavr procedure was aborted.

Manufacturer narrative:
This is one if two manufacturer reports being submitted for the same event. Reference related manufacturer report # 2015691-2026-11224. The investigation is ongoing.